Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Today one of our customers reported that 2 types of sutures were coming out with defect in thread. They break easily, thus causing 5 of each type of suture could not be used. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reported issue contribute to any patient adverse consequences? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: the following information was reported: the codes are the 8114 from the invoice 457035 (lot aw3140. Expiry: 31/12/2029) and suture 8423 of invoice 450729 (lot aw8608 expiration: 30/06/2030). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.